Event description:
It was reported that the patient was admitted to the hospital. Device interrogation revealed that the right ventricular (rv) lead exhibited intermittent capture. Programming changes was performed. The patient was in stable condition.